Manufacturer narrative:
(B)(4). Batch # unk. The lot/batch was not provided; therefore, a manufacturing record evaluation could not be performed.

Event description:
It was reported by the sales rep that, during a laparoscopic hepatectomy, the blade was broken off when cutting liver parenchyma. The surgeon commented that the blade got a little too hot, and the device might be activated without clamping any tissue. The broken piece of the blade was retrieved from the patient by the forceps via a trocar. There was no bleeding or tissue damage. The patient had no problem. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Date sent: 1/16/2020. Investigation summary: the device was returned with the distal tip of the blade broken off and it was returned with the device. The remaining blade portion was scratched, and with evidence of contact with metal in or out of the operative field. During functional testing on gen11, an alert screen was displayed. A probable cause for the device to stop activating and the gen11 to display an alert screen is blade damage. The device was disassembled to inspect the internal components and no anomalies were found. Due to the condition of the returned device, the reported event of "hot blade tip" could not be confirmed. Probable causes of blade damage, including breakage, are external contact during pre-op or general use, blade contact with other devices, contact with staples or clips during the procedure. Once minor blade damage has occurred, subsequent activation may increase the severity of the blade damage. This, in turn, can result in the device failing the pre-run test with the generator and displaying an alert screen. The alert screens that can result may include ¿tighten assembly,¿ ¿blade error detected,¿ or "relax pressure on blade," followed by a ¿replace instrument¿ screen later in the procedure. Continued usage of the damaged blade can result in a broken blade. In addition, a photo was received for review. The image provided is that of an harhd instrument where the instrument has the blade broken off. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Batch #t9451x. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformance were identified.